Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 290231/290247, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional and the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively.